Manufacturer narrative:
Concomitant medical products: updated lot number of concomitant product to rev. 1 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: device evaluation: h3: the pendant was received by medtronic for further evaluation, and the reported problem was confirmed. The pendant was installed in a test system. When two pendants were installed, the e-stop on the pendant under test was unable to clear. E-stop was able to clear only when the pendant under test was tested separately. Analysis determined that there was a failure with the returned pendant related to pendant connectivity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The pendant was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system went into e-stop mode sporadically which was unable to be disengaged. After a reboot the system was working. There was no patient present when this issue was observed.